Event description:
Same case as 2134265-2012-04869. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the ostial right coronary artery. A promus element plus, otw 3.50x16mm stent delivery system failed to cross the target lesion. The stent delivery system was removed from the patient and the physician noted stent damage. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: there was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The last distal row of stent struts were stretched and bent confirming the reported stent damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage and the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2012-04869. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the ostial right coronary artery. A promus element plus, otw 3.50x16mm stent delivery system failed to cross the target lesion. The stent delivery system was removed from the patient and the physician noted stent damage. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.